Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-wave resulting in inappropriate therapy. Troubleshooting was performed, and the sensing vector was reprogrammed from primary to alternate. Boston scientific technical services (ts) reviewed the device data and agreed that the alternate sensing vector was the most appropriate however recommended close monitoring. No adverse patient effects were reported. The device remains in service. New information received indicates that three weeks later this device could not be interrogated. A magnet reset was performed which successfully resolved the issue. A copy of the device's memory was analyzed and confirmed that there were no faults recorded and it is unknown why the device stopped communicating with the communicator or programmer. Ts recommended monitoring the patient.